Manufacturer narrative:
Pending evaluation. Concomitant device(s): standard humeral stem, replicator plate, torque screw, humeral head.

Event description:
As reported, approximately 9 years postop the initial implant, this (B)(6) y/o male patient was revised for aseptic glenoid loosening with broken cement mantle/loose glenoid. The patient was revised at another facility and has withdrawn from the study. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) the revision reported in case(B)(4) was likely the result of a combination of an insufficient bond between the implant and the bone and patient conditions, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the explants were not available for evaluation.